Manufacturer narrative:
Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge. Per the investigator, the events were related to the index procedure and not related to the cordis products. Complaint conclusion: as reported via the sapphire registry, this (B)(6) year old female experienced a transient ischemic attach (tia) on the same day of the carotid index procedure. The patient also experienced a myocardial ischemia the day after the index procedure. Pre-procedure nih stroke scale score was 0, stroke scale score was 0 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 85% stenosis to the right ostial internal carotid artery. The lesion was described as 10mm in length. The reference vessel was 4.3 in diameter and non-tortuous. A 7mm angioguard was successfully deployed and the lesion was pre-dilated. Thrombus was present within the lesion prior to stent deployment. A 9.0 x 30mm precise pro rx was implanted at the target lesion. There was no debris noted in the filter basket and no air bubbles were present during the procedure. There was 0% residual stenosis. During post dilation, the patient experienced right hemiparesis. The patient left the angiography suite with no neurological deficit. On the same day of the index procedure ((B)(6) 2013), the patient developed left sudden hemiparesis. The patient briefly complained of decreased sensation on left side of the face and thick tongue. Initial neurological assessment (post procedure) was done by hospital nursing staff and showed left side weakness. Upon discharge, the nih stroke scale was completed by research staff and the score was 1 due to minor left mouth paresis. The post stroke scale score was 0. The event was diagnosed as a tia. The patient underwent a post-procedure carotid duplex on (B)(6) 2013, showed a widely patent stent. Then, one day post index procedure ((B)(6) 2013), the patient experienced a myocardial ischemia. Additional information indicated that the patient was treated with dopamine due to hypotension/vagal response. The patient was discharged one day post procedure ((B)(6) 2013). Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge. Per the investigator, the events were related to the index procedure and not related to the cordis products. The patient¿s medical history includes hyperlipidemia, diabetes mellitus, coronary artery disease and hypertension. The product was not returned for analysis as it remains implanted. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Hypotension and tia are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Left side weakness, as a symptom of tia, is a well-known potential adverse event associated with the carotid stent implantation procedure. Myocardial infarction occurs when the blood supply to part of the heart is interrupted causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque in the wall of an artery. The resulting ischemia (restriction in blood supply) and oxygen shortage, if left untreated for a sufficient period of time, can cause damage and/or death of heart muscle tissue. Per the investigator the events were not related to the cordis devices. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Therefore, no corrective action will be taken.

Event description:
As reported via the (B)(4), a patient experienced a transient ischemic attach (tia) on the same day of the carotid index procedure. The patient also experienced a myocardial ischemia the day after the index procedure. Pre-procedure nih stroke scale score was 0, stroke scale score was 0 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 85% stenosis to the right ostial internal carotid artery. The lesion was described as 10mm in length. The reference vessel was 4.3 in diameter and non-tortuous. A 7mm angioguard was successfully deployed and the lesion was pre-dilated. Thrombus was present within the lesion prior to stent deployment. A 9.0 x 30mm precise pro rx was implanted at the target lesion. There was no debris noted in the filter basket and no air bubbles were present during the procedure. There was 0% residual stenosis. During post dilation, the patient experienced right hemiparesis. The patient left the angiography suite with no neurological deficit. On the same day of the index procedure ((B)(6) 2013), the patient developed left sudden hemiparesis. The patient briefly complained of decreased sensation on left side of the face and thick tongue. Initial neuro assessment post procedure was done by hospital nursing staff and showed left side weakness. Upon discharge, the nih stroke scale was completed by research staff and the score was 1 due to minor left mouth paresis. The post stroke scale score was 0. The event was diagnosed as a tia. The patient underwent a post-procedure carotid duplex on (B)(6) 2013, showed a widely patent stent. Then, one day post index procedure ((B)(6) 2013), the patient experienced a myocardial ischemia. Additional information indicated that the patient was treated with dopamine due to hypotension/vagal response. The patient was discharged one day post procedure ((B)(6) 2013).